Manufacturer narrative:
The analysis was performed on a cobas 5800 system (serial number: (B)(6)). The investigation determined that the kit cobas 58/68/8800 hiv 192t ivd assay performed within specifications, and a systemic product issue was not identified. A review of the data confirmed that the controls generated valid results, and contamination was not suspected. The discrepancies in results were attributed to a combination of factors, including differences in the technologies of the cobas 5800 system and the qiagen neumodx platform, as well as potential variations in the pre-analytical process, such as sample handling, storage, or potential mix-ups. Inhibition within the samples may also have contributed to the inconsistent results. The cobas 5800 instrument was uninstalled at the customer site.

Event description:
The initial reporter alleged discrepant results with the kit cobas 58/68/8800 hiv 192t ivd on the cobas 5800 system. The customer reported that the sample, collected as edta plasma using the bd vacutainer collection method, was tested on the cobas 5800 system and generated a result of 'target not detected' on (B)(6) 2025. The same sample was tested two days earlier on the qiagen neumodx platform and generated a titer of 1259 iu/ml. The sample was tested from a secondary tube, but no information regarding sample storage was provided by the customer.